Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post pace t wave oversensing on the implantable cardioverter defibrillator ICD. No changes or intervention were reported. The patient was in stable condition.